Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics requested however customer decline to answer. Product not sequestered model/lot requested however not provided by the customer.

Event description:
It was reported that remicade was initiated as an unspecified rate, approximately 10 mins into the infusion the rn noticed that a leak was observed from the center area of tubing away from ports or connectors. The customer confirmed that there was no patient impact. The event occurred at the (B)(6).